Event description:
It was reported by service report that the power cord reading was too high. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord failed electrical leak test due to high measured resistance.